Event description:
According to the reporter, during a procedure, the surgeon inserted the instrument loaded with the cartridge into the bowel segment to be transected and anastomosed and clamped the tissue. The instrument subsequently became jammed, and the surgeon was unable to squeeze the firing handle. A new handle was opened, and the same cartridge was used, however, the firing handle remained stiff and could not be actuated. Two different cartridges were used on the two handles, and both reloads were fired smoothly. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.